Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the lens had some scratches. Functional testing involved delivery accuracy testing and showed that the pump was within manufacturing specification of +/- 6%. The problem source could not be identified. Based on the investigation, the complaint allegation for delivery accuracy was not confirmed. The lens was replaced.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump "failed accuracy by -9.5% and had damage screen". It was reported that there was no patient involvement.